Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a slightly loose drive support disk. Unable to confirm the alarm. The device was received with cracked case at lcd window corners, battery tube threads, scratched screen, and missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the device alarmed. No further information was provided.